Event description:
The device guide stop was found to be disassembled from the device, posing the risk of a small component being lost in a surgical site, following a procedure at the user facility. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.